Event description:
Customer reported a failure code 570. Customer reported there were o pt injuries associated with this report and there have been no incidnent reports filed since the last baxter service event. Customer reported incident occurred before pt use.